Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers were offline.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist (tss) connected to the unit and identified that the drawer switch was turned off. The tss guided the customer to turn the drawer switch back on, after which the drawers returned to an online state and successful login was confirmed. The system functioned as intended after the technical support specialist inspected the device.